Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the cross arm brake is not holding. No patient injury was reported.